Event description:
A doctor's office alleged that five (5) patients had experienced their restorations being too light after placement with flow it alc and simile products. This is the fifth of five (5) reports.

Manufacturer narrative:
Patient's specifics with regard to gender, age and weight were not provided by the doctor. The doctor replaced the restoration for the patient using a darker shade, without further incident. To date, the patient is doing fine. The product alleged in this incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.